Event description:
It was reported that right ventricular (rv) lead was explanted due to pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. During the extraction, the tip of the lead broke off at the subclavian access point. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead was explanted due to pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. During the extraction, the tip of the lead broke off at the subclavian access point. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.